Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number x1010, expiration date 10/2013 was reviewed. The investigation showed that the product met specifications. No associate non-conformances were noted.

Event description:
Stiffness in both knees [joint stiffness]. Instability in both knees [joint instability]. Increased pain in both knees [arthralgia]. Increased swelling in both knees [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6), female, pt, initials (B)(6) with osteoarthritis. The pt's medical history is significant for osteoarthritis. The pt received synvisc-one in the past on (B)(6) 2010. In the current treatment, on an (B)(6) 2011, the pt received synvisc-one in both knees. Several days after receiving the synvisc-one injections, the pt experienced stiffness, instability, increased pain and swelling in both knees. The pt was seen by the hcp on (B)(6) 2011. The pt received medrol dosepak and norco as treatment. The lot number (z1010) reported by the hcp is invalid. The hcp will be queried for the correct lot number. This case considered to be serious because the pt received steroid for treatment. The action taken with synvisc-one in the pt was not provided. The pt's outcome was also not provided. The reporting physician assessed the events as "probably" related to the use of synvisc-one in the pt. On (B)(6) 2011, additional information was received in the form of qa results without a lot number (the lot number provided by the hcp was invalid). The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6) 2011, additional information was received regarding the lot number used in the pt. The correct lot number is x1010, expiration date oct-2011. On 05/05/2011, additional info was received in the form of qa results with a lot number. The production and quality control documentation for lot number x1010, expiration date 10/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.